Event description:
It was reported that white powder was observed falling down from the attachment during a surgical procedure and that the drill bit consequently stalled. It was further reported that the procedure was subsequently successfully completed. No adverse consequences were reported.

Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the radiolucent drill bit was lodged in the radiolucent drive; attributed to wear of the drill guide ultem 100 material. It was not possible to determine the definitive root cause for the issue.